Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/1/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information was requested, the following was obtained: it was reported the package was contaminated. Please describe the contamination of the package. Contacted with the sales rep today via phone, there's black spots/dirt on the winding former. Further information please refer to the device returned. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one open sample that pertained to the product code vcpb839d. This product code is control release and requires eight strands per packet. During visual inspection of the returned sample, a foreign matter was observed on the surface of the needle from slot 1 (that appears to be excess silicone). In further investigation, the integrity of the packet was not compromised. Based on the information currently available, excess silicone was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/3/2023 h6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported the package was contaminated. *please describe the contamination of the package. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported on (B)(6) 2023 that the product was found contaminated after opening the package. There is not any damaged on the out package. This issue was found during goods inspection, not involved in any surgery. Additional information was requested.